Event description:
Pt observed out of bed while in restraints. One end of the restraint was noted to be loose.

Event description:
Add'l info rec'd from MFR 12/13/99: after speaking to medical device reporting FDA) officer of the day MFR concluded; a letter stating the lack of info provided by hospital was recommended. Due to the lack of info MFR would not unable to fill out medwatch form 3500a. Officer of the day also suggested that this form 3500a may have been submitted in error by hospital. The following questions remain unanswered: 1. Suspect medical device: from form section d, line 9; device available for evaluation? No MFR is unable to verify if this is co's device. 2. Adverse event or product problem: from section b, line 5; pt observed out of bed while in restraint. One end of the restraint was noted to be loose. MFR is unable to verify if the device had any cause in the pt's death. Or what effect the device had in the pt's care.